Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported issue of lamp overheating was reproduced, and the cause was the faulty fan motor. The reported issue of the lamp not turning on was not reproduced, and we could not surmise a cause from the available information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source cooling fan stopped working which resulted in the device overheating. In addition, the lamp did not turn on. The issue occurred during the procedure. There were no reports of patient harm.